Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: a review of the black box showed no evidence of a short battery life, one call service 128 alarm occurred due a discharged replace battery. The test battery cap was used and the ¿ez-prime¿ steps were performed correctly. All current readings were within specifications. The alleged ¿short battery life¿ complaint was unable to be duplicated. The pump cover was removed and no intermittent condition to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.